Manufacturer narrative:
Annex d code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was the patient said they had troubles taking a leak. They thought the battery is dead. Patient said it is not a full leak it has been a partial leak. Patient is not able to fully empty bladder. The patient has been pushing to get it out. The issue has been going on for about a week. Agent did not ask about the circumstances that led to the reported issue. Checked the patients current settings and he was on program 1 at 2.0 he increased to 2.1 and 2.2 was too high. Patient wanted to switch to a different program. They switched to program 3 at 2.1. Agent told the caller to monitor symptoms for a couple days and see if they symptoms improve. The patient's relevant medical history included the patient said the one thing the doctor said they didn't try working on the muscle.